Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure three reloads did not fire. The green button was not pressed and the handle was not squeezed. Additionally, a circular stapler also did not fire.